Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient underwent revision surgery to change implant size on (B)(6) 2022. During the surgery, it was discovered that the left breast implant was deflated. Subsequently, the patient underwent bilateral removal and replacement with the following devices: (left) 550cc mentor memorygel breast implant catalog: 3505501bc lot: 9641380 sn: (B)(4) and (right) 555cc mentor memorygel breast implant catalog: 3507555mc lot: 7673644 sn: (B)(4).

Manufacturer narrative:
On april 14, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 325cc breast implant. Leak testing was performed, according with mentor procedure, and it revealed two (2) tears on the posterior view, the tear (a) measuring approximately less than 0.1 cm and the tear (b) measuring approximately less than 0.1 cm. Additionally, no other leak sites were observed. Microscopic examination was performed on the edges of both tears, and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tears, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the tears, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.